Event description:
The baxter service technician reported an infusio pump with failure codes 7 and 25, found during service. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.